Manufacturer narrative:
No further troubleshooting was performed at this time. Should additional information become available this report will be updated.

Event description:
Additional information was received indicating high out of range shock impedance measurements continue to be observed. Shock impedance measurements were typically in the 100-110 ohm range. No adverse patient effects were reported.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), implanted with another manufacturer's defibrillation lead, exhibited a high out of range shock impedance measurement. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Attempts to recreated out of range shock impedance measurements in clinic were unsuccessful. The system will continue to be monitored at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.